Event description:
On 11/24/08, a medwatch report was received from the user facility stating, "the exterior portions of the insertion tubes were noted to have peeling and flaking of the outer sleeves. The material breaking off is a clear coating. Concerned about pt safety (flakes breaking off inside the pt's lungs)."